Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation of the pacemaker, the device exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry communication and no output due to low battery voltage. Field data shows that device was programed with automated settings, and it indicated as well that autocapture feature was enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Functional tests performed, and no anomalies were found. Longevity assessment found the device was operating at the end-of-service (eos) voltage consistent with normal usage. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.